Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The one-part percutaneous entry needle was returned for evaluation. Visual inspection noted a "u" shape crack in the hub. The crack height measured 7 millimeters (mm). No other damage was noted. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the available information and the investigation findings, a definitive root cause could be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that the hub cracked during a right buttock sclerotherapy of a venous malformation procedure. The treatment had to be changed. A clot was created at the site of the first needle and access was created with another needle to reduce the return of blood and medicine. No unintended section of the device remains inside the patient¿s body.